Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3708340, serial#: (B)(4), implanted: (B)(6) 2014, product type: extension, serial#: (B)(4), implanted: (B)(6) 2009, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that there was a surgery scheduled for (B)(6) 2017 at 9:30 am. The physician believed the extension was broken. No further complications were reported/anticipated. Additional information was received from a manufacturer's representative (rep). It was reported that the patient did not have an extension break, but it was replaced anyways. The rep stated that they do not know the patient's weight and have no further information.

Manufacturer narrative:
Other applicable components are: product ID: 3708340, (B)(4), implanted:(B)(6) 2014, product type: extension analysis results not available at the time of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the implantable neurostimulator (B)(4) found no anomalies. The ins had good impedances and good, stable output on all electrode pairs. Analysis of the extension (B)(4) found no anomalies. The extension had good impedances and no electrical shorts were identified between the circuits. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 37743, serial#: (B)(4), product type: programmer, patient. Product ID: 3708340, serial#: (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3986a45, lot#: n340245, implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial#: (B)(4), product type: programmer, patient. Product ID: 3986a, lot#: n204860, implanted: (B)(6) 2009, product type: lead. Product ID: 3986a, lot#: n191037, implanted: (B)(6) 2009, product type: lead. Product ID: 3708240, serial#: (B)(4). Implanted: (B)(6) 2009, product type: extension.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). It was reported that the patient has burning where the leads are. The rep interrogated the battery and determined that there were contacts that had >4000 ohms. The service life of the device was okay. No further complications were reported or anticipated.